Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient, implanted for non-malignant pain and failed back surgery syndrome, reported they were having problems with stimulation control and wanted to talk to a manufacturer representative. Sometimes it would ramp up on its own and occasionally would not work at all. No interventions or outcome reported.